Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime and a33 tests. Unit was received with stuck in motor error alarm loop during bolus and basal delivery and e70 error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error but indicated that the alarm occurred after the pump rewind sequence. Customer's blood glucose was 112 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump also alarmed motor position encoder error during trouble shooting. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.